Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump alarmed a pump error alarm after inserting a new battery. The alarm was unknown, as the customer was unable to read the pump error. The customer also reported loss of communication between the insulin pump and the transmitter. It was reported the customer received continuous calibration not accepted alerts. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.